Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence after radiation therapy treatment. The aus was explanted, placed a bigger cuff and it was placed trans corporeal. There were no additional patient complications reported.